Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow up, it was noted that there was low sensing of the r-wave and sensing of atrial signal on the right ventricular (rv) lead. X-ray imaging was conducted which revealed rv lead dislodgement. Then during the revision procedure, it was also noted that there was difficulty to retract the helix of the lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
Additional information received indicating that undersensing was noted on the right ventricular lead during the event.

Manufacturer narrative:
The reported events were dislodgement resulting in undersensing and sensing of atrial signal on the ventricular lead, and difficult to retract the lead helix. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Examination of the lead found the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the helix mechanism issue was due to over torque of the inner coil consistent with procedural damage. The reported event of lead dislodgement which resulted in undersensing and sensing of atrial signal on the ventricular was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.